Event description:
The patient had a bi-ventricular automatic implantable cardioverter defibrillator (aicd) implanted for congestive heart failure. The patient has a history of ventricular tachycardia (vt) arrest and non-sustained vt. The patient was admitted about a month after implantation with chief complaints of shortness of breath (sob) and dyspnea on exertion (doe), and was accompanied by bilateral leg swelling. In the hospital, the patient was treated for non-sustained vt. The patient then went into atrial fibrillation for which he recommended treatment. The patient had systemic reactions to medications, and was evaluated by a gastrointestinal specialist (gi). A couple days later, the patient was evaluated by an electrophysiologist (ep), which revealed aicd malfunction. An attempt at interrogation of his device revealed an error message, (fault code 1007 - "change time exceeded the limit"). No programming or interrogation could be done.======================manufacturer response for ICD, incepta crt-d (per site reporter)======================at the time of explantation, the company stated that the error was novel and the etiology of the device failure was unclear. Analysis not ready at date of this report.